Event description:
Pt contacted dexcom technical support on (B)(6) 2012 to report that he has been experiencing a skin rash at the insertion site that pt attributes to sensor's adhesive patch. When sensor patch doesn't fall off prematurely on its own, pt ends up removing his sensor himself after 4-5 days due to skin irritation. Pt reports that when he uses secondary wound dressing under the sensor's adhesive that the skin exposed to the secondary wound dressing remains unscathed. Pt states that the irritation takes 3-5 weeks to heal and that past irritations have left his skin slightly discolored (light brown). However pt reports that his skin bears no bruises or signs of infection and that he feels no discomfort. During a routine visit, pt consulted with his physician but was not prescribed anything. At the time of his call to dexcom technical support, pt stated that he planned on consulting with a dermatologist about his rash.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.